Event description:
The urology table tilted to the vertical position without initiating table tilt. The table was checked and the incident could not be duplicated. The footswitch and handswitch were removed and sent to the factory for failure analysis. The switches did not show any traces of contamination nor could the problem be duplicated using the switches on a test system. No pt injury was reported.